Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise was observed. The patient received inappropriate hv therapy. The tachy therapy was disabled. The patient was stable and will continue to be monitored.